Event description:
Customer reported the sys will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the hard drive needed to be replaced. Ge rep placed the part on order and will install upon receipt. It is anticipated that this will correct the problem.